Event description:
Boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) was explanted because it had reached elective replacement indicator (eri). Eri was reached due to a long charge time of 25 seconds associated with a monitoring voltage of 2.73 v. The physician alleged the battery had depleted prematurely. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.